Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
After the customer had completed the study, the study was gone from the study utilities. A software reload was completed. The investigation is in process.